Event description:
It was reported to philips that the battery has expired and the equipment cannot be used in battery mode. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicated that during the preventive maintenance the field service engineer (fse) determined that the device's battery had expired, thus a replacement has been requested. The order for material (989803190371 - dfm100 lithium ion battery) has been processed to the customer. There was no malfunction reported by the customer.

Event description:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the battery has expired. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.